Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 197 and 131 mg/dl. Tests were done within 10 minutes. Patient is using expired solution. Patient did not experience any adverse events. No further information has been reported.